Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. Customer's blood glucose level was 132 mg/dl. Customer did not want troubleshooting as she just got insulin pump and trained 4 days ago. Customer had questions because he got air bubbles in his reservoir and he took the plunger off and did not realize he could push them out through the tubing. The reservoir will not be returned for analysis.